Event description:
Imp ref#: (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4). The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of pressure warning alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that there was no fault found with the returned device. The device operated within specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).